Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "when a doctor places a dialysis catheter in a dialysis patient, the guidewire does not advance smoothly after entering the blood vessel. The guidewire is embedded in the blood vessel and cannot advance." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "when a doctor places a dialysis catheter in a dialysis patient, the guidewire does not advance smoothly after entering the blood vessel. The guidewire is embedded in the blood vessel and cannot advance." No other information was provided.